Manufacturer narrative:
H.6. Investigation: a 20038e7d, sample was not required for investigation of this feedback as the customer provided photographs of the affected sample; analysis of the photographs confirmed the customer's experience with the labelling missing from the packaging. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed the label is attached to the packaging by an automated process during the sealing of the packaging, and that a 100% inspection protocol is performed following the sealing of the packaging. A definitive root cause for the missing label could not be determined, however in this instance it is likely that the missing label was not identified due to human error and continued on to subsequent packaging steps. A review of the production records for lot 20035256, did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, the manufacturing site have raised a request for CAPA#566866, in order to further investigate a potential root cause for the missing label as well as to identify any subsequent improvement actions. H3 other text : see h.10.

Event description:
It was reported that the lot and dates on the tri-port ext w/3 vlv ports, 7 day were illegible. The following information was provided by the initial reporter: "it was reported that there is only 01 unit with no lot and date on bag, and the rest (24 units) is normal affected quantity: 1 ea".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the lot and dates on the tri-port ext w/3 vlv ports, 7 day were illegible. The following information was provided by the initial reporter: "it was reported that there is only 01 unit with no lot and date on bag, and the rest (24 units) is normal. Affected quantity: 1 ea".